Manufacturer narrative:
Bayer product analysis received and examined the returned spike. Visual examination confirmed the presence of a foreign material on the spike. Our investigation determined that the foreign material was most likely introduced during the manufacturing process at the third-party supplier and went undetected. A 12-month review of complaint history determined the complaint rate to be 0.52 complaints per million (cpm).

Event description:
The customer reported the following: after opening the stellant CT disposable kit the customer observed a foreign material on the spike. No injury or adverse event was reported.